Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of u4 on the power board.

Event description:
It was reported that the device failed to turn on using battery power. There was no pt use associated with the reported event.